Manufacturer narrative:
(B)(4). The philips response center (rc) documented that the customer reported "failed ops check". The philips customer repair center (crc) evaluated the device and clarified and confirmed that the device fails the defib test segment of user initiated operational check (opcheck). The crc confirmed the opcheck failure condition. The crc found that the device passed manual therapy testing. The crc determined the cause of this malfunction to have been the high voltage capacitor in the defibrillation circuit. This is a user initiated testing issue, there was no pt involvement. Replacement of the high voltage capacitor by the resolved this malfunction. The device passed operational performance assurance testing and was returned to the customer. This was a high voltage capacitor malfunction.

Event description:
The philips response center (rc) documented that the customer reported "failed ops check".